Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous device case, reported by a consumer who contacted the company, to report adverse events with a product complaint (pc), concerned a female patient of an unknown age and origin. Medical history and concomitant medications were not reported. The patient received an unspecified insulin via a humapen savvio (red) pen. Dose, frequency, route, therapy start date, indication of use was unknown. On an unknown date, after beginning the use of the humapen savvio red pen, her blood glucose was very low (units, values, date and reference range not provided) due to hemodialysis. The event of blood glucose decreased was considered serious by the company due to medical significance. It was reported while administering, the insulin did not come out, even when calibrating in two units. It was necessary to squeeze several times for the insulin to be released, generating the impression that it was applied correctly ((B)(4), lot number: 1406v08). It was reported she used the device since 20 years (improper use). Information regarding corrective treatment and status of the unspecified medication as well as status of humapen savvio (red) pen was not provided. The operator of the humapen savvio (red) pen device was unknown and his/her training status was not provided. The humapen savvio (red) pen duration of use was 20 years. The action taken with suspect device was unknown and its return status were not provided. The initial reporting consumer did not provide the relatedness assessment of the events with humapen savvio (red) pen. 09jul2026 edit: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.